Manufacturer narrative:
Blocks d9 & h3: the pioneer plus catheter was returned for evaluation. Block h3: visual inspection found no unusual characteristics of the device. During functional testing, the catheter failed the wire bond, apt, and image tests. When the catheter was plugged into the system, multiple error messages were displayed. Block h6: the probable cause of the lost image is due to electrical connection failure along the scanner. Strain, impact, and forces associated with use can affect the integrity of the electrical connections within the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the pioneer catheter was not returned for evaluation, thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a pioneer catheter was used in a therapeutic peripheral procedure in a moderately calcified mid and distal sfa. Due to the procedure being known to be a tough lesion to cross, there was high probability that alternative access (pedal) would be necessary. An unknown device was used, but unable to cross the lesion. The physician decided a last attempt to use a pioneer catheter. The catheter was able to advance to the lesion, attempted to use but was unsuccessful. Therefore, the catheter was repositioned and during that time, the image became erratic and soon failed to produce an image. The procedure was stopped and the physician decided to go with the original pan to bring the patient back and attempt pedal access at a later date. No patient injury reported. This product problem is being reported because the catheter could not be used; resulting in a potential for harm due to the delay of the procedure.